Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called with an "air detected in cassette warning" alarm during drain 2 of 3 and has only drained 153ml out of 1,995ml so far. The patient called back to report that after removing the cassette she found a lot of fluid in and around the cassette door. The pd patient stated she saw a cluster of small air bubbles near the blue connector. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the issue had been resolved and confirmed there was no issue with overfill and no injury occurred. The pdrn stated the patient was requested to come into the clinic and was provided prophylactic medication as a precaution due to the reported fluid leak. The pdrn stated the patient did not display any symptoms and was not cultured as a result, and the patient had reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment and confirmed no treatment was missed. The disposable samples were discarded and were no longer available for evaluation. The cassette lot number was unknown.